Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the pacing capture anomaly was not verified. The device was tested on the bench and in the ate system and no anomaly was detected. The device met all of the test specifications of the ate system. The device tested normal. The cause of the anomaly was not determined.

Event description:
It was reported that during implant, the device exhibited high threshold. This device was not implanted.